Manufacturer narrative:
One 4.5mm flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of being bent. The drill is bent in multiple locations along its length. The drill has broken where the double helix transitions to 9 revs per inch. No material voids are present at the break area. The condition of the drill is consistent with excessive force being applied during use. Per the device IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported the 4.5 flexible reamer broke while drilling over 2.4 flexible pin. No additional patient injury or complications were reported.